Event description:
Additional information received advised that the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was repositioned which resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg flipped in the ipg pocket. Surgical intervention may occur later to address the issue.